Event description:
It was reported that before a laparoscopic gastric bypass procedure, the device was about to be used to anastomose the jejunum to the stomach and the stapler was opened up fully. The anvil portion was taken from the device and then the surgeon tried to fit the spike onto the anvil end, but it was too large to fit into the device and so it could not be attached. The scrub nurse had to open a new device to get a different spike out of another kit. This spike did then fit and the stapler could be used; all fired correctly and the patient was ok. Surgery was prolonged 20 minutes. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Damaged ancillary trocar. Catalog # = ecs21. The analysis results found that the ecs21 was received instead of an ecs21a. The device arrived and in good visual condition and with two ancillary trocars received in a small bag. The breakaway washer was present and uncut and the device was fully loaded with staples, indicating that the device had not been fired. After further analysis, it was noted that the ancillary trocars exhibited a part line mismatch, which may have the potential of increasing the resistance for the attachment and detachment of the ancillary trocar from the anvil. The device was tested for functionality with the returned washer and it fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The appropriate engineering personnel have been notified of this incident. A batch record review was performed and no anomalies were found during the manufacturing process.